Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported positioning failure associated with leaflet capture appears to be related to challenging anatomy and difficulties visualizing the clip. The reported poor image resolution could not be determined. Additionally, the reported patient effect of tissue injury is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, on a patient with a lead and atrial fibrillation. A first clip, a triclip xtw, was inserted and deployed on the tricuspid valve. To further reduce tr, a second clip, a triclip xtw, was then inserted and deployed next to the first clip. To further reduce tr, a third clip, a triclip xtw, was then inserted and deployed next to the second clip. To further reduce tr, a fourth clip, a triclip xt was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, the leaflets were unable to be captured, and the septal leaflet was observed to be injured. Therefore, the clip was removed, and the procedure was discontinued. The tr was reduced to 4. There was no clinically significant delay in the procedure.